Manufacturer narrative:
Device history record batch record file number 24n17g8671 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in 01/2025. Summary of investigations no device was returned preventing a thorough investigation. No pictures/videos of the complaint sample/observed defect were transmitted. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. Conclusion no thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met defect. If a new conclusive element become available, the complaint will be reopened for further evaluation. This type of incident is rare (<0.001%). No actions plan is foreseen at this time.

Event description:
"The patient was admitted due to "squamous cell carcinoma of lower esophagus". At the end of chemotherapy on (B)(6) 2025, the nurse in our department took the special bevelled needles for implantable vascular access systems for the patient with port. The needle tip protective sleeve did not fall automatically. The needle tip exposed and stabbed the medial thumb of the right hand of the nurse. Occupational exposure to needle injury occurred. After the end of treatment, the nurse was immediately given occupational protection. The hospital sensation was reported. After communication, the patient had no objection and could understand. The head nurse of the department and the competent department were informed and the adverse event was reported."